Manufacturer narrative:
The returned instrument used in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. Visual inspection of the q-fix disposable kit 2.8mm shoulder, shows a returned drill guide, a drill, and an inserter. No other parts were returned with the instrument for evaluation. The device is a single used device and could not be functional tested. The complaint was not verified, and the root cause could not be determined, issues unrelated to manufacturing or design of the device that can lead the failure are: improper angle or was levered with while inside the patient; poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the surgery the client found that all suture in the q-fix 2.8mm has been cut off during the knot tying manipulation. The deployed anchor is still intact with the humerus bone. The procedure was completed with a 5.5mm multifix anchor, hence, an additional bone hole was made for this device. There was a surgical delay greater than 30 minutes. No injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.